Manufacturer narrative:
The reported event of high impedance was confirmed. As received, microscopic inspection showed the returned lead found a damaged on the outer tubing and internal wires were broken from terminal end. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's extension was visibly fractured. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the extension was explanted and replaced to address the issue.